Event description:
The inner guiding catheter of the oa-10 was bended. So, the plastic stent could not be placement. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. - the storage was ercp procedure room. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? - visiglide 2 guidewires, 0.025in, made by olympus company. Was the wire guide lubricated prior to use? - yes. Was the wire guide inspected for damage prior to use? - yes. Was the device at the center of the complaint inspected for damage prior to use? - yes. Were previous procedures carried out prior to placing the complaint device? - yes, est performed. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? - tjf-260v, made by olympus company. Please indicate the location in the body where the stent device was to be placed: - the target location was bile duct. Was resistance encountered when advancing the introduction system in place to the target location? - yes. Was resistance encountered when advancing the stent through the obstructed area? - yes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions